Event description:
It was reported that a physician's handheld computer did not always respond to taps on the screen. The physician had tried aligning the screen several times but the issue prevails. The physician requested a new programming system. The reported programming system was returned to the manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.